Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2021 at 14:34h. The data further documented an aborted 30j shock on the same day at 14:33h. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not imply a battery or hybrid malfunction. It is therefore assumed that a procedure containing strong magnetic fields, such as the MRI scan mentioned in the complaint, might have led to the clinical observation. The data documented that the MRI mode of the device was never activated. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode. Please note, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.

Event description:
During the programmed examination on (B)(6) 2021. It found that the patients implanted device status was eos. On (B)(6) 2020, the device was normal when the patient followed up. Then the patient underwent MRI without MRI compatible mode. Because of the covid-19, the patient did not follow up after (B)(6) 2020. The last follow-up found eos on (B)(6) 2021.